Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal pelvic floor and fecal incontinence. It was reported that patient had an accident by falling in a pool. The patient got injured in the fall and now felt the implanted device was firing causing a shocking sensation down the leg. The hcp who was a chiropractor wanted to know what the recommendations were in order to treat the patient. It was reviewed the role of a manufacturer representative and instructions for turning device off however patient did not have remote for the implanted device during the call. The issue did not resolve on the call.